Event description:
It was originally reported that the coil was able to be implanted. However, device analysis of the concomitant device revealed the coil was returned within the renegade catheter. Additional information has been requested and is not available.

Manufacturer narrative:
Device evaluated by MFR: examination of the returned device observed the coil was received within the renegade hi flo catheter. An appropriate sized mandrel was advanced through the catheter and became stuck; the catheter was cut revealing the coil and the distal end of the pusher wire, removed side by side. The coil and pusher had been inadvertently cut when the catheter was cut. The pusher wire was inspected and the mid to proximal end of the pusher wire had been pulled off at the distal (B)(4) and was not returned. The pusher wire was kinked at both ends. The coil was kinked at the proximal end. Microscopic inspection revealed the zap tip shape and surface were smooth. The interlocking arm of the main coil was cut when the catheter was cut. The coil and pusher wire dimensions that could be measured were found to be in specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered user related as the pusher wire was noted to be inadvertently advanced into the coil after detachment resulting in the coil being pulled back into the catheter. (B)(4).

Event description:
It was reported that during an embolization treatment procedure, the coil was partially explanted. The patient was undergoing treatment of varicocele veins. A renegade hi flo catheter was placed in the vessel and the 14mm x 30cm fibered-interlock detachable coil (f-idc) was advanced with some resistance noted. The coil detached successfully. However, after the coil detached, the physician inadvertently advanced the pusher wire of the f-idc into the coil. While attempting to remove the pusher wire, it became caught in the coil fibers and pulled the coil back into the catheter "a little bit." The pusher wire was able to be removed and a non bsc .018" guide wire was utilized to place the coil back in its intended location. The procedure was completed successfully. There were no additional patient complications reported and the patient's status is stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).